Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in pace impedances on the left ventricular (lv) lead. The impedances recently became out of range at values greater than 2000 ohms. At this time, the products remain in service. No adverse patient effects were reported.